Manufacturer narrative:
The manufacturer was previously contacted in reference to a ds2adv auto CPAP device. There was an allegation of device smoking, burning/electrical smell and the device was not turning on. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to manufacturer's product investigation laboratory (pil) for investigation. During the evaluation of the device at the pil, the device was visually inspected, and found scratches across the ui display bezel. A dust-like contaminant was observed on the ui display bezel, ui ribbon cable, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. Dried liquid spots with potential mineral deposits were observed on the top enclosure, center enclosure, iso port, inlet/outlet seal, pca, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the top enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, heater plate, heater plate spring, and bottom enclosure. Burn marks, likely due to a thermal event of the pca, was observed on the ui display bezel and ui ribbon cable. A possible unknown bio contaminant was observed on the inlet/outlet seal. The q3 component of the pca was observed to have thermal damage, and the pca had areas of slight corrosion to it, both likely due to liquid ingress. Pil was able to confirm the complaint, but not address the symptoms specified. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation of device smoking, burning/electrical smell and the device was not turning on. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.